Manufacturer narrative:
(B)(4). Batch #t5dc7g. Investigation summary: upon visual inspection of two photos, the following was observed: the first photo shows a blue reload from top view and it can be seen partially fired ½, and damage was noted on the deck in the middle part of reload. The second photo shows a blue reload from the pan area and the sled can be seen in the middle part of the channel. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined. The analysis results showed that one ecr45b cartridge reload was received partially fired 2/3, with damage on the cartridge deck and the pan detached from the cartridge. In addition, the one-piece sled detached and damaged. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario.

Event description:
It was reported that during the left lower lobectomy surgery, could not fire the device farther after fired 2/3 when severing lung tissue on the fifth firing. Changed to a new cartridge to complete surgery. There was no patient consequence reported. No additional information can be provided.